Manufacturer narrative:
05 november 2020 (follow up 001) reference to natus complaint# (B)(4). The affected part was returned to natus on the 01 oct 2020. Investigation and findings: the mast was returned and observed that both the inner and outer welds were intact. There was some bending observed in the metal around the screw holes which can cause the screws to come loose. From the pictures that were shown only one of the screws was missing and the mast that was returned only had one screw missing. It's impossible for the mast to fall unless all of the screws fell out. Customer also complained about the cables rubbing against the cable management channel. The customer thought the channel was metal but it was plastic. There is no failure indicated in any of the cables, only the customer's opinion that it may cause an issue. Probable root cause: screws coming loose due to bending metal. Investigation result code :neuro sbu/loose component. Risk management file review : per hazard ID 6.4 of doc-010378 rev 38 eeg/psg risk assessment the risk is moderate - 11. No death or serious injury, considered a customer inconvenience. Complaint will be included in trending data for further review and investigation if needed.

Event description:
A square tube on the side has no cover. Cables are resting on sharp metal surface and going back and forth. The face of the bracket is bended because it is going forth and back. Upper mast with 4 screws on the lower mast came loose. One is missing. The metal bracket is bent. The upper mast swing the other way and the other tech got bump with the head. No injury, just slight bump.

Manufacturer narrative:
Reference to natus complaint# (B)(4), 18 sept 2020. Investigation and findings: adverse event questionnaire has been forwarded to customer. Product examination and functional testing were not performed by natus because the customer confirmed the cause of the malfunctioning part on-site. Risk management file review : per hazard ID 6.4 of doc (B)(4) rev 38 eeg/psg risk assessment the risk is moderate - 11.

Event description:
A square tube on the side has no cover. Cables are resting on sharp metal surface and going back and forth. The face of the bracket is bended because it is going forth and back. Upper mast with 4 screws on the lower mast came loose. One is missing. The metal bracket is bent. The upper mast swing the other way and the other tech got bump with the head. No injury, just slight bump.